Manufacturer narrative:
The device in question was returned to the manufacturer on february 13,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Apologies for the late reporting. The initial MDR was submitted on time for this report but new information was received that changes the reportability of this case from malfunction to serious injury. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "hardware motor does not rotate but only clicks". There is no information that the event caused a harm or serious injury to patient, user or third. Further information was received on (B)(6) 2025. It was stated that the issue was detected prior medical procedure, the procedure was completed successfully and there were no adverse consequences for the patient. However, according to the information the procedure was prolonged between 15 and 60 minutes.